Event description:
It was reported that the hub leaked while in use with the patient. The event caused patient injury. Adverse patient effects are unknown. The event was reported as resolved using a cold compress for ten (10) minutes.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.